Event description:
The customer contacted baxter's service center regarding a system error (se) 2367 (air in set), which occurred on the homechoice (hc) during fill 2 of 3. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc then displays card reader error. Machine was being swapped. The disposable samples are unavailable for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿ as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.